Manufacturer narrative:
Batch review performed on 02 may 2018; lot 142498: (B)(4) items manufactured and released on 10 september 2014. Expiration date: 2022-02-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 03 may 2018: 1,5 years after primary tka the insert fixation screw got loose in the joint. Immediate removal is strongly recommended. No consequence should be expected for the absence of the screw in the future life of the implant. During reoperation, articular surfaces must be visually checked to avoid damage to the femoral component. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
The patient came in complaining of pain. The surgeon determined the screw backed out of the sphere poly. The torque driver was not used in the primary surgery. The surgeon revise the screw on (B)(6) 2018.